Event description:
It was reported that during the implant when checking this right ventricular (rv) lead the shock impedance measurements were out of range at different positions. Another lead was thus used. Should this lead be returned analysis will be completed. No adverse patient effects were reported.